Event description:
It was reported that during an aneurysm procedure, the subject stent was being delivered through the microcatheter. The physician found that the subject stent could not be pushed forward due to excessive resistance, and repeated attempts still failed to push it forward. The physician then attempted to withdraw the delivery wire, and during the withdrawal process, the subject stent became deployed inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received in a deployed condition. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. A microcatheter was returned. The stent was deformed at the distal end. All 3 marker bands were present on both ends of the stent. The sdw was kinked/bent. The functional inspection was unable to be performed as the stent was returned in a deployed state. The reported event 'stent deployed prematurely during use' was confirmed. The reported event ¿stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the stent was being delivered through the microcatheter to a point approximately 15 cm from the subject microcatheter tip, the physician found that the stent could not be pushed forward due to excessive resistance, and repeated attempts still failed to push it forward. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. During analysis, the stent was received in deployed condition. The stent was found to be deformed at the distal end. The sdw was also found to be kinked/bent. Given the event description and the condition of the returned atlas stent, one possible scenario is that the introducer sheath¿although initially set up correctly as indicated in the follow-up gfe responses¿may have shifted either proximally or distally prior to stent advancement. Since the introducer sheath was not returned for analysis, it is not possible to determine the direction of any potential movement. If such movement occurred, the stent may have partially deployed into the gap created by proximal sheath movement or may have been damaged while passing through a deformed distal tip opening caused by distal movement. This could lead to increased resistance during advancement, prompting the user to attempt withdrawal of the stent and sdw. Retraction of the stent into the hub can result in automatic opening of the proximal end, releasing the sdw and leaving the remainder of the stent within the microcatheter lumen. As the reported event only states that the stent detached prematurely, and introducer sheath not available for evaluation, this explanation represents just one possible mechanism. The exact sequence of events leading to the observed condition cannot be conclusively determined from the available information. An assignable cause of procedural factors has been assigned to the reported event 'stent deployed prematurely during use' and ¿stent difficult/unable to advance or pullback through catheter'. An assignable cause of procedural factors has also been assigned to the analysed event ¿stent deployed prematurely during use¿, ¿stent deformed¿ and ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer.

Event description:
It was reported that during an aneurysm procedure, the subject stent was being delivered through the microcatheter. The physician found that the subject stent could not be pushed forward due to excessive resistance, and repeated attempts still failed to push it forward. The physician then attempted to withdraw the delivery wire, and during the withdrawal process, the subject stent became deployed inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.